Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a ds100a nellcor spo2 finger sensor failed to alarm as expected upon removal of the pt's finger from the sensor. There was no pt injury reported. (B)(4).